Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software product ID hh9020tdd serial#(B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that patient stated her personal therapy manager (ptm) was not working right. Patient stated the screens were flipping to different screens in the middle of her getting a dose. Agent asked what the screen said and patient stated it switches from one screen to the other and she had to start all over. Agent walked patient through clearing the data and once this was cleared the patient could connect much faster. The issue was resolved through troubleshooting. The patient was redirected to call back if issues continue.